Event description:
It was reported that during a da vinci-assisted left upper lobectomy surgical procedure, the surgeon confirmed they were using a third-party stapler and damaged the blood vessel; the exact blood vessel was not provided. They stated that the branched blood vessels were separated from a3 and they misidentified the branch. In response to this, converted to open thoracotomy procedure. They stated that there was not a da vinci system or device malfunction prior to the procedure being converted to open or anytime during the procedure. The procedure was completed successfully by way of the open thoracotomy with no other patient complications reported. The patient's current status was not provided.

Manufacturer narrative:
The surgeon stated there were no issues with any da vinci product. No product has been returned. Log review of the system and instruments found no errors related to the reported event.